Event description:
It was reported that the non-dependent patient presented remotely via merlin.net. Interrogation of the implantable cardioverter defibrillator showed myopotentials over-sensing that caused inhibition of pacing. Programming changes were made. The patient was stable.